Manufacturer narrative:
H6: investigation summary two mz1000 samples were received for investigation with residual blood inside the component; no packaging was received with the sample, however the customer indicates the affected lot number to be 20045615. A visual inspection of the mz1000 samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The mz1000 samples were subjected to pressure testing through the male luer of the component; no leakage was observed from the maxzero which may have contributed to the back flow. Additionally functional testing of the samples did not identify any potential issues which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported back flow.

Event description:
It was reported that 2 maxzero needleless connectors experienced back flow of medication/liquid from main line to connector. The following information was provided by the initial reporter: this is a report about backflow of blood with the use of maxzero. After flushing, blood flowed back to the maxzero connector. After flushing, the hcp did not clamp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 maxzero needleless connectors experienced back flow of medication/liquid from main line to connector. The following information was provided by the initial reporter: this is a report about backflow of blood with the use of maxzero. After flushing, blood flowed back to the maxzero connector. After flushing, the hcp did not clamp.